Event description:
A 2.5mm diameter by 15mm length s660 stent delivery system was advanced on a slightly kinked guide wire prior to insertion into the patient. It was reported that the damaged wire had caused the stent to loosen on the delivery balloon. The stent was then manually secured on the delivery balloon and inserted in an attempt to direct stent across a severely calcified coronary artery. It was not possible to cross the extremely tortuous vessel; therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent dislodged from the delivery balloon when it was pulled into the guide catheter at an unknown site. There were no attempts to retrieve the dislodged stent and it remains in the patient's arterial vasculature. It is unknown if there was further treatment to the lesion. The patient was reported to be fine post procedure. There is no additional information from the user facility regarding the event. The instructions for use were not followed for removal of an undeployed stent and not to handle or in any way disrupt the placement of the stent on the delivery balloon. The severe lesion morphology may have contributed to the event.